Event description:
It was reported that during a scheduled pre-op appointment, upon interrogation the pulse generator exhibited back up vvi mode. The pulse generator was explanted and replaced on (B)(6) 2014.